Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 263 hours of extended test at the customer's settings. The ventilator also passed troubleshooting and the final test, which includes many alarm and ventilation functions.

Event description:
It was reported to vyaire medical that the ventilator was involved in an incident. The customer stated that the patient was disconnected from the ventilator and there were no alarms.